Event description:
It was reported that the device intermittently failed to boot up properly for use. There was no patient use associated with the event.

Manufacturer narrative:
Further physio-control's investigation found the device screen blank approximately five to ten seconds before it booted up completely. The most likely cause for the observed issue was determined to be worn display cable contacts. Physio replaced the display cable and completed other unrelated repairs to observe proper device through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.